Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09329. The pt received the scs system including two percutaneous leads on (B)(6) 2011. It has been reported the pt is without stimulation. The pt has not used the stimulation in months due to lack of pain coverage. X-rays revealed the swift lock anchor is at the ipg. There is no sign of protrusion through the skin or suspected infection. A full parameter diagnostic indicated the impedance values on the lead are high. A surgical intervention will be undertaken to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.